Manufacturer narrative:
An investigation of the production records such as the device history record (DHR) of lot ceebho showed no irregularities or deviations in relation to the product problem description. The review confirms that the production of the affected product was in accordance with the quality management system and applicable procedures. The records confirm compliance with the product specification and product conformity. The affected product was discarded by the healthcare facility and not returned to the manufacturer. A product investigation could not be conducted. The DHR review, the trend analysis, the risk analysis and the review of the IFU were considered as acceptable. The IFU provides handling instructions with a specific injector and references a particular injector model. However, the user used a different injector model instead. Based on the investigation results, user-related factors such as handling and loading techniques, as well as the selection of the injector model might have contributed to the product problem as the ring broke during manipulation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
A facility representative reported as ring split in half while inserting it. This is not available for return. They threw it in the sharp objects container.